Event description:
Per medtronic summary provided to center, the two batteries that were in use at the time of the event were unable to provide a power source to the heartware vad because of an open weld. "This condition causes the battery to deplete very quickly triggering a cell under voltage condition where the battery no longer provides power." In light of this, there was no power source to the vad which ultimately cause the vad to stop. There were prior alerts to the patient that were not acted upon. FDA safety report ID# (B)(4).